Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was not detected as closed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was not detected as closed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the magnet was missing from latch. A field service engineer replaced the open/close latch on the full height cubie drawer auxiliary 6 to resolve the issue. After replacement fse could not recreate an error or failure in the main or test application. Customer recovered the drawer. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.